Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 42-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that while on the impella cp support, the patient experienced multiple episodes of ventricular tachycardia that required defibrillation. The impella cp pump was explanted and replaced with an impella 5.5.